Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question: echo m01259- batch (B)(4) (r665, 221501). Sci- neg result- visually weakly positive- small cell button and ring of adherence noted (jk(a)+,jk(b)-). Scii- neg result- visually negative. Sciii- 3+ result- visually positive (jk(a)+,jk(b)+). Control well resulted as expected . Visually the well that resulted as negative had a positive appearance. Customer communication cc 09-042-02 states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal.

Event description:
A customer reported an unexpected negative antibody screen when testing a patient sample on a galileo echo. The patient has a known anti-jka.